Manufacturer narrative:
(B)(4). UDI#: (B)(4). Implant date - (B)(6) 2019. Concomitant medical products: catalog#: 11-300815 arcos 15x150mm spl tpr dist lot#: 137490, catalog#: 650-1161 delta cer fem hd 32/+3mm t1 lot#: 2016110787, foreign: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02150.

Event description:
It was reported that the patient underwent a revision procedure approximately 1 year post implantation due to pain and stem subsidence. The cone body, distal stem and modular head were removed and replaced. No further event information available at the time of this report.